Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 459888 lead, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with far field r-wave (ffrw) oversensing, atrial undersensing and low p-waves. The ra lead performance caused the cardiac resynchronization therapy defibrillator (crt-d) to not classify rhythms appropriately and unable to appropriately sense for pacing therapy. High threshold measurements were also noted on the right ventricular (rv) lead. Reprogramming was done and device and leads remains in use. No patient complications have been reported as a result of this event.